Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer service instructed the caller to plug the wall adapter into a functioning outlet and wait at least 30 minutes for the pump to begin charging, and they will follow up on the situation.